Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of the implantable pulse generator (ipg) had reached end of life (eol) and they were unable to test the leads prior to ipg replacement. On replacement it was identified that the impedance on the right atrial (ra) lead was low. The ipg was removed and replaced and the ra lead was capped and replaced. No patient complications have been reported as a result of this event.